Event description:
It was reported that after insertion of the catheter, the arterial lumen leaked during flushing. While being removed the lumen broke and a fragment moved into the pt's right atrium. The pt went to interventional radiology for removal of the fragment. The pt was fine and sufferred no ill effects from the incident.